Event description:
It was reported that the proximal end of the guiding tube separated from the handgrip.

Manufacturer narrative:
This is being reported because this device is the same or similar to a device being marketed in the united states. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was not returned for a sample evaluation. The results of the investigation are inconclusive and the root cause is unknown.